Event description:
Information received by medtronic indicated that the baseline flow icon was observed before the first ablation. The issue resolved and the cryoablation procedure was completed. Field service was recommended. No patient complications were reported.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The issue could not be reproduced during service visit. The cv4 was replaced as per recommendation from technical support. The low pressure regulator was also adjusted during the service visit. The cv4 valve was returned for analysis. The reported issue was confirmed through testing and through data analysis. The check valve failed the inspection due to presence of lubricant.